Event description:
It was reported that the device didn't give low battery alarm. No patient incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.